Event description:
During the service evaluation process conducted at the manufacturer facility it was observed that the tip of the device was loose which can lead to inaccuracies. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document the device evaluation.

Event description:
During the service evaluation process conducted at the manufacturer facility it was observed that the tip of the device was loose which can lead to inaccuracies. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.